Event description:
Information was received indicating that a smiths cadd® extension sets have had a few safety reports about tube leaking. The patient came to the clinic to have the pump disconnected. There was no reported serious injury to the patient.